Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient experienced an adverse event of leg length discrepancy. The event does not meet the definition of serious and is considered mild. The event is related to device and procedure. Event is currently not being treated. Update october 11, 2017: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, despite extensive attempts to sink the femoral prosthesis more deeply, the femoral component seated approximately 5mm proximal to the targeted depth. The implant was found to be stable and it was determined that the operative leg would be lengthened approximately 3-5mm.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.